Event description:
It was reported that versacross connect access solution for faradrive selected for use. During procedure, the rf wire got stuck on the vein, when advancing the wire through the femoral vein. Hence, the device was removed and replaced. Procedure was successfully completed by using different device, same model. No patient complication was reported. The device is expected for return. It was further reported that the issued happened during the advancement of the wire from the femoral vein. The pigtail wire itself got stuck in the vein, so, it confirmed that rf wire got stuck. The wire was able to be removed from the dilator/sheath during the procedure. No damage was noted on the wire when it was removed from the body. The issue was resolved by replacing the device with a different product, and the procedure was completed.

Manufacturer narrative:
The device has been received for analysis. Upon receipt at our post market quality assurance laboratory, the versacross rf wire was visually inspected and revealed to have a slight tip deformation. During dimensional test, the wire passed, since its shaft outer diameter was within specifications. Finally, the device passed the functional test, since there were no issues tracking through sample vxa-faradrive. The reported allegations of stuck wire was not confirmed as there was no damage to the returned device that explains the allegation. We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that versacross connect access solution for faradrive selected for use. During procedure, the rf wire got stuck on the vein, when advancing the wire through the femoral vein. Hence, the device was removed and replaced. Procedure was successfully completed by using different device, same model. No patient complication was reported. The device is expected for return.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem. We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that versacross connect access solution for faradrive selected for use. During procedure, the rf wire got stuck on the vein, when advancing the wire through the femoral vein. Hence, the device was removed and replaced. Procedure was successfully completed by using different device, same model. No patient complication was reported. The device is expected for return. It was further reported that the issued happened during the advancement of the wire from the femoral vein. The pigtail wire itself got stuck in the vein, so, it confirmed that rf wire got stuck. The wire was able to be removed from the dilator/sheath during the procedure. No damage was noted on the wire when it was removed from the body. The issue was resolved by replacing the device with a different product, and the procedure was completed.